Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap total gastrectomy, the device could be fired, but the target tissue was not resected in about 2 to 3 cm in length from the distal part at the 3rd stroke of the 9th firing when the device was used for closing of the foraminula of the y anastomotic site anastomosis between jejunums. Reinforcement material was not used. The staples of about 2/3 from the proximal part were formed as intended, but these of about 1/3 from the distal part were formed lumbricoid. Another device was used to complete the case. There were no adverse consequences to the patient. The target tissue was thin. There was no unexpected resistance in closing. There was no unexpected noise at the firing. The firing force was higher than expected. The device was not fired across something hard such as a clip or an existing staple line. There was no unexpected resistance in releasing the device from the patient. The closing lever, the firing trigger and the release button were returned to home position without any problems.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr45w cartridge reload loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.